Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies to address the alarms. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose was 307 mg/dl.